Manufacturer narrative:
Block d4: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. Block h6: imdrf code a180104 captures the reportable event of device contamination with chemical or other material.

Event description:
It was reported to boston scientific corporation that an orbera balloon was utilized in a intragastric balloon implant procedure on (B)(6) 2026. During the procedure, upon opening the new packaging of a bib balloon, the physician noticed that the balloon had a yellowish appearance and a porous texture; notably, the junction between the inflation valve and the irrigation tube was yellow and filled with a substance resembling glue. Based on a visual inspection of the balloon, the physician alleged there is a lower quality box or packaging, and a balloon made of similarly lower quality material. The physician suspended the procedure. The patient had not been sedated. Procedure was cancelled and rescheduled. No patient complications were reported as a result of the event.